Manufacturer narrative:
Please note the corrections to d1, d4 catalog #, d4 lot #, h6 method, h6 results and h6 conclusion codes. The reported event could be confirmed since the device was not returned or with the provided image for evaluation, but with the available radiograph it could be confirmed. A device inspection was not possible since the affected device was not returned, and with the provided picture it is difficult to conduct any applicable inspection. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. With the available radiograph, a formal medical opinion was sought the x-rays confirm a too superior positioning of the glenoid baseplate, and it is tilted superiorly. The implant is well fixed, no signs of loosening or infection. There are no signs of material breakage. This revision was indicated because of poor shoulder function due to a suboptimal positioning of the glenoid baseplate by the surgeon who performed the index surgery. The reason for the revision is surgeon related. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on the available information or radiograph, the root cause can be attributed to surgeon related due to suboptimal positioning of the glenoid baseplate. If device is returned or any further information is provided, the investigation report will be reassessed.

Event description:
A revision surgery was planned to be performed on (B)(6) 2025, using the blueprint planning feature (case ID: (B)(4)). The patient required revision surgery as the primary glenoid component was placed high on the glenoid and the patient experienced poor function. No remarkable circumstances contributed to the revision and there was no known trauma, disease, delayed or non-union.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report.

Event description:
A revision surgery was planned to be performed on (B)(6) 2025, using the blueprint planning feature (case ID: (B)(4). The patient required revision surgery as the primary glenoid component was placed high on the glenoid and the patient experienced poor function. No remarkable circumstances contributed to the revision and there was no known trauma, disease, delayed or non-union.